Event description:
Event description boston scientific received information that this transvenous defibrillation lead exhibited loss of capture and no detection in the right ventricle. It was observed that the lead had dislodged. The lead was explanted and replaced with another boston scientific defibrillation lead. There were no patient symptoms reported with this clinical observation.